Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected weak battery alarm noted. Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had minor scratches on lcd display window, cracks on the battery tube threads and cracks on the reservoir tube lip.

Event description:
Customer reported a button error alarm that occurred with a weak battery alarm. She stated that she changed the battery but that the button error alarm occurred again and the buttons become unresponsive during a bolus. The blood glucose reading was 55 mg/dl. Customer treated with glucose tablets. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.